Manufacturer narrative:
This case was reopened on october 21, 2015 to enter additional information which had been received on october 13, 2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer gmbh will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. The patient was revised on august 25, 2015 due to pain, pseudotumor, elevated cocr level, fluid collection; during surgery, surgeon found metallosis and loosening.

Event description:
It was reported that the patient was implanted a durom acetabular component on the right side on (B)(6) 2005. Currently, the patient is being monitored due to pain, elevated co level and fluid accumulation. Since the exact implantation date was not reported, it will be entered as the (B)(6) day of the (B)(6) month of the year reported (2005).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures in not indicated at this time. (B)(4).